Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer declined replacement. Adverse event report is being submitted due to symptoms related to diabetes: tired. Note 1: manufacturer contacted customer in follow-up call on 18-mar-2021 to inform customer test strip lot number provided at initial call had been expired at the time; customer stated she was no longer using the expired test strips. No information regarding the customer's condition had been obtained. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). The customer was not using the proper testing technique (blood sample on test strip when inserted into truemetrix meter). The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/21/2020 (expired) and open vial date is 02/2021. During the call, a blood test was performed by the customer non-fasting using the expired test strips and produced test result of 246 mg/dl using truemetrix meter; customer was satisfied with the result obtained. At the time of the call, the customer reported feeling tired; medical attention was not needed at the time.